Event description:
New information notes on (B)(6) 2014 that the lead continues to exhibit low lead impedance. The patient will be scheduled for isometrics and pocket manipulation.

Event description:
It was reported via remote transmission that the atrial lead exhibited low impedance. A transmission error was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.